Event description:
Allegedly, patient revised due to hip and groin discomfort, pain, stiffness, aching and numbness. Mom complications (left). Additional information received 04/29/2016. Allegedly the patient was revised due to mechanical loosening.